Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead dislodged as confirmed via x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.